Event description:
It was reported by service report that the power load system will not release the cot. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.